Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the upon removal of the connection site from the bd saf-t-intima¿ IV catheter safety system during use, the nurse was exposed to blood on her arm when the product leaked, splashed, and spilled. Medical intervention included (B)(6) testing on (B)(6) 2018 and returned (B)(6) on (B)(6) 2018.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7059554. Product is functional tested during the manufacturing process, no incidents with leakage or incorrect prn assembly have been reported. This reported defect could be related with an incorrect activation from device by the user; because, if after finishing the puncture the user unscrolls the adapter with prn, it is removed from all safety device leaving exposed cannula. Without sample or photo defective we cannot confirm the reported defect to manufacturing process. No CAPA was opened since this issue could not be confirmed as manufacturing related. Manufacturing process was reviewed and there are proper controls in place to detect malfunctions. This defect is not common in our process. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.